Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: 2022-22396-01. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification that two days after a pascal precision ace procedure in the mitral position, a single leaflet device attachment (slda) was seen from the posterior leaflet on a transesophageal echocardiography (tee) prior to discharge. With this slda, the mitral regurgitation increased from 0 to 3 and needed treatment. The patient was brought back for a redo which was successful with another pascal precision implant lateral to the first implant. There was a reduction from 3 to 1 and a gradient after implantation from 1 mmhg to 2.8 mmhg. The patient had left the cath lab awake under stable conditions. As per medical opinion, it is not known the cause of slda.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). H10: a supplemental MDR is submitted based on the manufacturer's final investigation. The pascal training manuals instruct the operator on proper positioning and deployment of the device, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the pascal system. Training includes patient screening (to ensure leaflet anatomy is suitable for the device), device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment are emphasized as key factors in the placement and fixation of the device. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment of the device. The cause of the single leaflet device attachment (slda) cannot be determined as the initial procedure imaging was not available for review. The final residual mr appears mild. The final mitral valve mean inflow gradient measures two (2) mmhg at a heart rate of 67 bpm. H3 other text : device remains implanted.